Event description:
It was reported that the handpiece heats up during testing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. Through visual inspection, the repair technician confirmed the motor tab (pinion) was not properly aligned. This would cause the described failure. The affected component was replaced. The drill was repaired and returned to the customer after passing final inspection.

Event description:
It was reported that the handpiece heats up during testing. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.